Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure as the surgeon was removing the trial liner from the cup, it was noted the liner had fractured around the screw hole. All pieces were removed from the patient and the procedure was completed without delay.

Manufacturer narrative:
Evaluation of returned device found evidence that fracture occurred due to excessive force. A change has been made to allow for a thicker lip at the hole. There are warnings in the package insert that state that this type of event can occur: under precautions, "the use of instruments or implant components from other systems can result in inaccurate fit, sizing, excessive wear, and device failure. Intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."